Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specifications up to (B)(6) 2012. The info obtained from this device showed evidence that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration. Investigation confirmed there to be a fault with the membrane, which resulted in excessive current drain of the device which can cause the early depletion of the pad-pak. Testing of the returned pad-pak from lot 721 confirmed that it had not been fully depleted. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 devices are for multi-use.